Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an 8f angio-seal sts device was used to seal the arteriotomy site in the right common femoral artery, following a diagnostic heart catheterization procedure. The patient was discharged the same day. The patient returned to the hospital eighteen days post procedure, complaining of right leg pain and was admitted. The next day, an angiogram was performed by accessing the patient's left leg. The physician found a focal plaque in the right common femoral artery. The physician unsuccessfully attempted to wire through the plaque. Surgery was performed to repair the local dissection in the right common femoral artery with a patch and an ilio-femoral bypass procedure was performed on the same day. The patient was diagnosed at that time with heparin induced thrombocytopenia (hit). Three days after the surgical repair of the common femoral artery, the patient underwent further exploratory surgery, patch repair and hematoma evacuation. The patient developed pain and went into cardiac arrest. An echo revealed that, the patient was in hypotensive shock and subsequently expired. Three days after the patient's death, an autopsy was performed.